Event description:
Since ending of lipozap services through medaesthetica, I have had lumpy skin deformation and knots on areas that were treated. Damage is still present to this day. Dates of use: (B)(6)2007-(B)(6)2008. Diagnosis or reason for use: lipozap.